Event description:
Boston scientific received information the right ventricular lead had impedances less than 200 ohm and noise was also noted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and a new lead was successfully implanted. Investigation is complete to date. Should additiional information become available this event wll be updated.